Manufacturer narrative:
Investigation summary: the device was inspected pebax sleeve had a scratch on it with reddish-brown material on the inside of the sleeve. During a closure inspection, a hole was observed on the pebax and internal components were observed exposed. The magnetic sensor functionality was tested on carto and the catheter failed, error 105 was observed. A failure analysis was performed, and the catheter was dissected on the tip area. Loss of electrical continuity at the sensor was found and was determined as the root cause of the internal failure of the sensor. A manufacturing record evaluation was performed for the finished device [30273494m] number, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed. In addition, there was a previous investigation to reduce magnetic and force sensor internal issues. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. Manufacturer's reference # (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which the biosense webster, inc. Product analysis lab identified a hole in the pebax. Initially it was reported that an error 106 occurred, and zeroing could not be obtained. The cable was exchanged but the issue remained. The catheter was changed to another one and the issue resolved. After a while of using the second thermocool® smart touch® sf bi-directional navigation catheter, while attempting to zero it out, the force became high. The was changed again and the issue resolved. The force issue was assessed as a not reportable event as the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is not remote. On january 17, 2020, the biosense webster, inc. Product analysis lab received the device for evaluation, and it was noted that upon initial visual inspection, the pebax sleeve had a scratch on it with reddish-brown material on the inside of the sleeve. On february 6, 2020, after further analysis and testing, it was found that there was a hole on the pebax, and internal components were observed exposed. This event was originally considered not MDR reportable, however, biosense webster, inc. Became aware of a reportable malfunction through second visual analysis on february 6, 2020 and have reassessed this complaint as reportable. Therefore, the awareness date for this reportable lab finding is february 6, 2020.